Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that as a result of lens explantation (see MDR 3013304651-2023-00155 for details of why explant was required) a posterior capsule tear occurred. An anterior vitrectomy was performed and a 3-piece sulcus lens was implanted within the original surgery session. The rayner rayone preloaded injector risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. In this case, as posterior capsule tear occurred during lens explantation, surgical technique may be a contributory and/or causative factor; however, root cause cannot be established from the limited information available. Our review of production records for the rayone emv rao200e batch 063217511 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 15th november 2023, rayner received notification from its german affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that lens explantation was required (see MDR 3012304651-2023-00155) and that as a result of explantation a posterior capsule tear occurred.